Event description:
It was reported that seven gem 20dp v/nv 1.2mf dehp free experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 2202-0007 batch no: 20115719 multiple nurses reported issues during the priming process. Nurses reported that smoflipids would prime to filter but would not advance beyond filter or down the line. Nurses found that they could use a syringe to "pull" the fluid further down but ultimately the product would not run. Nurses found that changing to a different lot number resolved the issue.

Manufacturer narrative:
H6: investigation summary: six used samples model 2202-0007 were returned for investigation. The received sets contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Three unused sample model 2202-0007 were returned with the used samples for investigation. Prior to functional testing the sets were visually examined for defects and abnormalities. Kinks were found in the used tubing sets and massaged out. No other defects or abnormalities were observed. The unused sets were attached to a bag filled with blue dye water and allowed to prime. The unused samples were successfully primed. All sets were then were then attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 2202-0007 lot number 20115719 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that seven gem 20dp v/nv 1.2mf dehp free experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 2202-0007 batch no: 20115719. Multiple nurses reported issues during the priming process. Nurses reported that smoflipids would prime to filter but would not advance beyond filter or down the line. Nurses found that they could use a syringe to "pull" the fluid further down but ultimately the product would not run. Nurses found that changing to a different lot number resolved the issue.